Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 95% stenosed, distal left anterior descending artery. Predilatation was performed prior to stenting with a 2.50 x 23 mm xience xpedition at 16 atmospheres, at which time a dissection occurred. A 2.75 x 12 mm xience xpedition was used to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.